Event description:
Patient reported obtaining a blood glucose result of 241 mg/dl, on the suspect device. Based on this result, patient reportedly sought treatment at the hospital. Patient stated that her blood glucose, when tested on a hospital blood glucose monitor, measured 87 mg/dl. Patient did not provide the time duration between results. No treatment was received. Quality control testing had reportedly been performed on the system; however, patient was using incompatible control solutions for the strip type. Technical support requested the return of the suspect product and replacement product was shipped.